Manufacturer narrative:
(B)(4). The device was not identified and not returned to baxter for eval. If the device is identified and returned in the future, a supplemental report will be submitted.

Event description:
It was reported that the head height required to mitigate nuisance alarms during secondary infusions is logistically difficult to execute at the facility, particularly in the burn unit, in which multiple pumps need to be on one pole due to special constraints. The customer stated that the IV bags are difficult to reach. The customer also stated that the facility understands this set-up process is necessary for proper functionality of the pump, and that there has been no pt injury as a result of the logistical difficulties in executing proper head height requirements.